Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015 the patient had a blood glucose (bg) of 576mg/dl with excessive thirst, frequent urination. And lethargy. Patient received no unusual treatment. Patient alleged a loss of prime issue following an empty cartridge alarm. Customer support found no potential pump malfunctions and attributed the bg excursion to a training/misuse issue. Patient continues on pump. This complaint is being reported as the patient experienced hyperglycemia related to use error.

Manufacturer narrative:
Follow-up #1: date of submission: 12/7/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings:. The black box begins on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. The available black box data shows loss of primes related to pump not primed after rewind and related to cartridge change; no valid loss of prime events was observed.. An ezprime and a 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force #4. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.